Event description:
It was reported that the asymptomatic patient presented remotely via a merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. On (B)(6) 2017, the patient presented in clinic and the device was reprogrammed. On (B)(6) 2017 the patient presented remotely via merlin.net. Upon review, the device exhibited another episode of post-paced t-wave oversensing. On (B)(6) 2017, the asymptomatic patient presented in clinic and the device was reprogrammed.